Manufacturer narrative:
Upon receipt of additional information, it has been determined that this is a duplicate complaint of a previously reported event. The initial report was forwarded in error and should be voided. The event will be reported on 0001825034-2018-00384.

Event description:
Upon receipt of additional information, it has been determined that this is a duplicate complaint of a previously reported event. The initial report was forwarded in error and should be voided. The event will be reported on 0001825034-2018-00384.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected: reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: us157860 - m2a magnum cup - 157470; x11-180314 - bimetric femoral stem - 155890. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation is completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -09467, 0001825034 -2018 -09469.

Event description:
It was reported that patient underwent right hip revision approximately 12 years post implantation. During the surgery the metal head was found to be cold welded into place and was unable to be removed and the devices were left in place. Patient continues to suffer from severe bone loss, tissue damage, heavy metal poisoning, elevated metal ion levels, pain and limited mobility. Attempts have been made and additional information on the reported event is unavailable at this time.